Manufacturer narrative:
Device is a combination product device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The lesion was located in an unspecified vessel. A 2.25x28mm promus element stent was being used for treatment and "the stent came off the balloon". It is unknown if this event occurred during preparation or the procedure, or inside or outside the patient. No information about the procedure or patient has been provided. Additional information has been requested and is not available. This device is only ous approved but is similar to marketed us device.

Manufacturer narrative:
Device evaluation: both the stent delivery system and the stent were received for analysis. A visual and microscopic examination revealed that the stent was bent into an " l" shape and the middle section of the stent was severely stretched. A kink was noted at row 5 from one end. The balloon was found to have the stent impressions on it and pillowing of the balloon indicates that the stent was crimped in the correct location during manufacturing. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. There were kinks along the entire length of the hypotube shaft. The tip section of the device was visually and microscopically examined and no issues were noted with it's profile that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The lesion was located in an unspecified vessel. A 2.25x28mm promus element stent was being used for treatment and "the stent came off the balloon". It is unknown if this event occurred during preparation or the procedure, or inside or outside the patient. No information about the procedure or patient has been provided. Additional information has been requested and is not available. This device is only ous approved but is similar to marketed us device.